Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Attempts were made to obtain complete patient information. Further information was not provided.

Event description:
It was reported that during a trial procedure, the physician was unable to access the epidural space due to the presence of scar tissue from a previous fusion surgery. The procedure was abandoned as a result. No product was implanted.

Manufacturer narrative:
It was reported to abbott that the patient's trial procedure was abandoned on (B)(6) 2020. The physician was unable to access the epidural space due to the presence of scar tissue from a previous fusion surgery. No product was implanted. The lead was discarded by the facility and will not be returned.